Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the trocar leaked. The surgeon applied another device without pt injury.

Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.